Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. It was noted that a ninety degree suction could not be verified during testing. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site performed ten registrations on the patient prior to a passing registration. It was noted that the registration passed, but the site felt an imprecision. It was noted that during registration, the instrument did not lose tracking functionality. The scan used was noted to have a majority of the head of the patient removed. It was later reported that a 3 point registration method could be used and the site felt accurate. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided. It was reported that later in the procedure that the surgeon felt a 2-3 millimeter imprecision during the procedure following the 3 point registration.

Manufacturer narrative:
The system checkout information was updated: the representative confirmed it was 70 degree suction failed to verify during testing and that it gave a geometry error of less than .5mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a software investigation was initiated but was unable to determine probable cause without further information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the imprecision was observed after the second registration attempt and that the inaccuracy was observed across multiple instruments.